Event description:
Dexcom g6 sensor applied to arm of (B)(6) year old alerted to a low with 2 arrows down condition at approximately 3:30 am. When checked against the glucometer, the blood glucose (bg) reading was 126. Calibration failed and we had to calibrate a second time. Later the sensor showed a bg of 131 but didn't match symptoms. His bg with the glucometer was 66. We calibrated a third time right before he went to work at 7:00 am but it again failed. He didn't want to calibrate the sensor for a 4th time in front of co workers so there was no data for approximately 8 hours. I was under the assumption that the sensor had failed after just 6 hours of use but it was still intact. There was no communication between the sensor and his insulin pump, and he didn't enter any carbs or boluses because he didn't know what his bg was. When I arrived home from work to check him, his bg was 523 and he was nauseated. We calibrated the sensor a few more times over its life of 3 days but it couldn't maintain accuracy. When the sensor fell off on (B)(6) 2020 it left a burn on his arm that was oozing yellow puss. I have submitted several support requests to dexcom regarding the adhesive burns but have not received a satisfactory answer from them. I contacted the sales rep who gave me some ideas to try but they didn't help. Unlike tech support she was at least concerned for (B)(6) condition. (B)(6) had been using the dexcom g6 for over a year with no issues. Dexcom changed their adhesive and we have been complaining about rashes and burns since (B)(6) 2020. Since the time the burns started the sensors have become unreliable. My opinion is that the inflammation, infection, and poor adherence to the skin is causing the sensor failures. (B)(6) cgm is a critical tool that we use to manage his diabetes. These repeated failures are detrimental to his health. After this latest incident we are forced to go back to finger sticks while we research alternatives. His tandem pump only communicates with the dexcom so that tool is now compromised as well. FDA safety report ID# (B)(4).